Manufacturer narrative:
The issue is being address under (B)(4). Investigation pending.

Event description:
Customer reported: bio-rad controls out of range low on one (1) lot only of beckman bnp. Customer did not have the exact values of the range, but stated that they were low out of range.